Manufacturer narrative:
D10 concomitant medical product: sigpshell, sig power sigpshell control shell (lot#: n2l0054y); sigsbchgr, sig power sigsbchgr one -bay charger (serial#: (B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)); egia45amt egia 45 artic med thick sulu (lot#: p2g0392). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophageal surgery, after the esophageal resection was completed with the 45-mm reload at maximum articulation, the jaws did not open and the knife did not return, but the restart mark appeared on the display. When the device was restarted, the jaws opened. However, the articulation did not return, and operating the articulation was not effective. The handle and adapter were removed and reattached; however, the display showed a mark indicating "attach cartridge", and the articulation did not return. The articulation was returned using the manual adapter tool, and then it was removed from the trocar. Another handle, shell, and adapter were used for the operation, which was completed without problem. The sales representative went to the hospital and checked the operation of all the products that had defects. A demo cartridge was attached and fired, and there were no problems. The handle was also charged without problem. It was also reported that there was an unusual sound that had never been heard before that rang halfway through firing; the device was in zone three but was able to be fired until the end. The esophagus did not look thick at all, but the shaft was overloaded due to the maximum articulation. There was no patient injury.